Event description:
High rv threshold noted. Output sv and 1.0 ms. Date of measurement (B)(6) 2020 (anz). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).